Event description:
It was reported that the ventricular lead dislodged a few hours post implant. The lead was repositioned a few days later and remains in use. No patient symptoms of complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.